Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that immediately after using the 8mm harmonic ace instrument during surgery, the white part attached to the jaw detached and opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed on the teflon pad. There was no material missing from the portion of the instrument that enters the body. No instruments fell inside the patient. The instrument will be returned for evaluation. There are no photos or videos for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.